Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 245 mg/dl. A system check was performed by the customer and the occlusion was found to be in the cartridge. Reportedly, the customer changed pump supplies to address the issue and insulin delivery was resumed.